Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on an unknown date the balloon was noted to be separated. It has yet to be confirmed whether it has separated when it was inflated inside the body or whether it was already torn when the package was opened. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of balloon detached. Block h10: investigation result a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of balloon detached. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on an unknown date. The balloon was noted to be separated. It has yet to be confirmed whether it has separated when it was inflated inside the body or whether it was already torn when the package was opened. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.